Event description:
Rptr alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. Rptr alleged that the lancet was stuck inside of his finger, but it did not break off. No actions or treatments were reported. A request was made for the return of the suspect device and replacement product was sent.